Event description:
It was reported that the lead was explanted and replaced; not working. The patient recovered without sequelae.

Manufacturer narrative:
Product ID: 3093-28 lot# v931596, implanted: 2012 (B)(6); explanted: 2013 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of lead model 3093-28 showed no anomaly found.